Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 161 mg/dl. Troubleshooting for keypad anomaly was performed and customer advised the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The insulin pump had minor scratches on the lcd window and cracked case at the display window corners.